Manufacturer narrative:
Device evaluation: analysis of the returned device identified; the weight the device within specification, creases flat and white particles in the shell. Based on the device analysis the final assessment is: cloudy in the gel observed after autoclave cycle. Additional, changed, and/or corrected data.

Event description:
Healthcare professional reported capsular contracture, baker grade: unknown. Device has been explanted. This record is for the left side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade: unknown.

Event description:
Healthcare professional reported capsular contracture, baker grade: unknown. Device has been explanted. This record is for the left side.